Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2017 with the following findings: on investigation, the pump powered on with fully operational vibration feature. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint. Unrelated to the complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication the product caused or contributed to and adverse event.